Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right atrial (ra) lead helix would not fully retract. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead became extrinsically distorted due to stretching. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.